Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 442 mg/dl. The customer was treated with bolus for high blood glucose level. Customer declined to troubleshoot for high blood glucose customer also stated that insulin pump had motor error alarm. Customer stated the drive support cap appears normal. Customer stated that insulin pump was exposed to high magnetic field. Customer did not reported an motor position encoder error alarm. Customer stated that displacement test was passed. Customer also stated that insulin pump had no delivery alarm in the alarm history. The insulin pump will not be returned for analysis.